Manufacturer narrative:
Concomitant medical product: anatomical shoulder reverse, humeral cup, catalog no# 0104223106 ; lot no# 2657436. Concomitant medical products: therapy date : (B)(6) 2018. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on an unknown side and is being monitored due to pain and immobility.

Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend considering the following event is identified: disassociation of cup-stem, metallosis, osteolysis, pe wear, loosening. Event summary: it is reported that on (B)(6) 2018, the 72 years old male patient presented himself in consultation with increased pain and immobility of his operated right shoulder. No trauma is remembered. The patient underwent a revision surgery on (B)(6) 2018, due to traumatic isconnection of components and loosening. Review of received data: - x-rays dated before (B)(6) 2012, present the condition of the right shoulder with another implant system. X-rays dated (B)(6) 2012, right shoulder ap-view / axiallary-view: condition post-op. Component positioning is fine. Stem is fixerd with a wire cerclage. X-rays dated (B)(6) 2012, right shoulder ap-view / external rotation / neer-view/axillary-view: no obvious change compared to the previous x-rays. X-rays dated (B)(6) 2012, right shoulder ap-view / external rotation / neer-view/axillary-view: compared to previous x-rays, pronounced radioluscent lines at the metaphyseal, along the proximal part of stem. X-rays dated (B)(6) 2013, right shoulder ap-view / external rotation / neer-view/axillary-view: no obvious change compared to the previous x-rays. Slight radioluscence gap aroundf the distal stem tip visible in the axillary view. X-rays dated (B)(6) 2013, right shoulder ap-view / external rotation / neer-view/axillary-view: slightly rotated projection of ap-view compared to previous x-ray show the sclerotic line formation at the stem neck laterally. Osteolytic bone formation visible at the proximal stem medially. More pronounced radioluscency around the distal stem tip visible in the axillary view. X-rays dated (B)(6) 2013, (B)(6) 2013, (B)(6) 2014, and (B)(6) 2015, right shoulder ap-view / external rotation / neer-view/axillary-view: no obvious change compared to the previous x-rays. X-rays dated (B)(6) 2016, right shoulder ap-view / external rotation / neer-view/axillary-view: increased gap distance between the humeral cup and humeral stem is visible in the h0 view. No obvious change in bony situation compared to the previous x-rays. X-rays dated (B)(6) 2018, right shoulder ap-view / external rotation / neer-view/axillary-view: no evidence of loosening of the glenoid component. The cup is detached from the stem. Below and above the detached metaphysis larger bony fragments can be seen. Stem with no indication of loosening or failure. Intact wire cerclage and crater-shaped osteolytic bony structure brightening visible at the entry point of the stem. At the distal humerus recognizable supracondylar fracture with slight axial deviation. X-rays dated (B)(6) 2018, right shoulder with upper arm and elbow joint ap: disconnection of the inverse humeral cup with associated inferior notching, extending extensive radiolucency around the entire stem area from the tip of the stem to the unchanged intact cerclage at the stem entrance. Osseous destruction in the area of the glenoid base plate and intact screw without any indication of loosening. In the area of the medial condyle below the tip of the prosthesis questionable interruption of the corticalis with possible vertical fracture line. X-rays dated (B)(6) 2018, right shoulder with upper arm / elbow joint ap: condition after implantation of a cemented long stem prosthesis. The cerclage was left as compared to the preliminary x-ray; it is intact. Distinct bonefree dehiscence between the diaphyseal and metaphyseal bone fragments. Implant-near radiolucency zone lateral and medial in the area of the metaphyseal bony fragment. Below the tip of the stem, supracondylar recognizable, larger cement outlet ventrolateral. In the area of the visible glenoid component, radiolucent line at the proximal part of the inferior screw. - implantation report dated (B)(6) 2012, indication/diagnosis: condition after rotations-osteotomie rechts 1970. After stair fall on (B)(6) 2010 metaphyseal (transition metadiaphysis) humeral fracture right. Subsequently, pseudarthrosis and dysfunction following philos plate osteosynthesis on (B)(6) 2010 re-osteosynthesis on (B)(6) 2011 (lcdcp 4.5mm, installation of inductos) with subsequent pseudarthrosis and massive osteopenia of the head. Insufficiency of the subscapularis musculature and consecutive anterior instability. Indicated revision for the continued dysfunction and painful nonunion by attempting a new reosteosynthesis / implantation of an inverse total shoulder prosthesis. Intervention: removal of osteosynthesis material, implantation of an inverse fracture long stem prosthesis right shoulder (humeral stem fracture cementless, cementless glenoid fixation). Operation: recognizable already radiographically tight nonunion. Detachment of the subscapularis inserting only on the scar plate. Here multiple cartilage lesions, therefore decision to use inverse shoulder prosthesis. After inserting the trial prosthesis, long stem necessary and good successful threading of the diaphyseal fragment with the prosthesis, as the metaphyseal and diaphyseal fragment move against each other. Another rasping to a larger size not possible. After inserting the definitive metalback, excellent primary press fit achieved. Additional securing with 2 locking screws with good bony hold. With size 6 inlay good tension conditions, therefore selecting the definitive size 36 head. Size 40 head is not chosen due to the large forces of torsion, which would act on the humerus. The 36 head is lined with a gentamycin fleece. After inserting some cancellous bone into the humeral canal, definitive insertion of the cementless long stem prosthesis size 9 and padding the stem with humeral head cancellous bone. Very good tension conditions with the size 6 inlay with a tendency to slight overstress. However, as it is believed that the stem could continue to subside, the size 6 inlay is chosen. Revision surgery report dated (B)(6) 2018: indication/diagnosis: after implantation of the inverse long shaft prosthesis right on (B)(6) 2012with progressive consolidation of the proximal humerus and neuropathy of the axillary nerve in the right emg since (B)(6) 2012 clear restriction of movement and increasing shoulder pain on the right side. In the context of a new presentation 5.5 years postoperatively, recognizable disconnection of the humeral component, therefore indication of a timely revision surgery with implantation of a long stem prosthesis with planned whereabouts of the glenoid component. Intervention: replacement of right prosthesis with cemented long stem prosthesis (15, standard metaphysis, inlay 36-0, palacos, vacuum). Operation: after opening the deltopectoral interval with access to the prosthesis, resection of a pronounced metallosis with capsule. Mobilization and attachment of a 2-3 cm fragment with attached pectoralis major tendon, bonding of the underlying subscapularis with lesser tuberosity fragment and posterior of the tubercle major fragment. The loose stem is removed together with the metaphysis, intense following debridement, sonification and diverse sampling for microbiology assessment. Fixed glenoid component. Circular debridement of the metallosis around the glenoid component. Change to the stem. Drilling up the shaft with ascending size with the reamer 7-12. Rinse with jet lavage. Measurement of required prosthesis length. As already planned preoperatively it shows 6.5 cm from the cerclage measured to the cranial stem end. This extension with a 15-stem can be realized. Cementing (palacos 3rd generation) of the stem. Final trial reduction with 0 pe. Good tension achieved. Circular fixation of the fragments around the stem without direct anchoring to the prosthesis. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: - surgical technique for anatomical shoulder inverse/reverse is reviewed. The correct way of assembling the cup and stem is explained as follows: "humeral placement remove, if used, the optional rasp fixation screw from the rasp located in the humerus. Remove the rasp with the modular rasp handle. Unpack the definitive anatomical shoulder humeral stem size determined by the size of the last modular rasp used cemented or uncemented (press-fit). Unpack the inverse humeral cup and the inverse humeral pe inlay. The size and retroversion have been defined by the previously used trials. The humeral implant stem (cemented or uncemented) is now placed into the stem holder of the assembled mounting block. The inverse humeral cup is now placed on the humeral implant stem, after appropriate rotation. The inverse humeral cup is now finally impacted onto the humeral implant stem with the aid of the impactor. Root cause analysis root cause determination using rmw: - disassociation, loss of function, material fretting due to connection strength is insufficient for intended use: liner to humeral cup humeral cup to stem, not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - failure of connection due to fretting, corrosion possible, product is not received, therefore cannot be excluded. - osteolysis, loosening, loss of function due to polyethylene wear: liner to glenoid sphere, liner to humeral cup, liner to scapula bone due to notching possible, x-rays show osteolytic bone structure, which is a likely result of pe wear. - scapular notching, loosening, polyethylene wear due to impingement against scapula (restricted rom due to design) not possible a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - poor clinical outcome, insufficient function, insufficient rom, soft-tissue damage, loosening (due to higher joint loads) due to overstuffing of joint due to incorrect selection of implants possible, surgeon indicated overstress situation in the implantation report. - scapular notching, loosening, polyethylene wear, insufficient function due to previous placement/orientation of humeral stem prevents effective positioning of humeral cup possible, according the implantation report the surgeon likely placed the stem firstly. - scapular notching, loosening, polyethylene wear, insufficient function, rom limitations due to incorrect orientation of humeral cup in stem possible, disassociation of the humeral cup confirms the orientation of the cup changed. - disassociation, loss of function, material fretting due to connection between humeral cup and humeral stem is not assembled correctly possible, assembly of the cup and stem is assumed to be not done correctly as it is indicated in the surgical technique. - disassociation, loss of function, material fretting due to connection between humeral cup and humeral cup liner is not assembled correctly possible, assembly of the cup and stem is assumed to be not done correctly as it is indicated in the surgical technique. - disassociation, loss of function due to taper surfaces are not protected from contamination during surgery (i.e. Surfaces are not clean of organic material) => possible, it cannot be confirmed, therefore cannot be excluded. - failed reconstruction with poor outcome due to surgeon deviates from recommended surgical technique (i.e. Use of unapproved instruments) => possible, assembly of the cup and stem is assumed to be not done correctly as it is indicated in the surgical technique. - rim loading of humeral cup liner component, wear, loosening, rom due to incorrect glenosphere-humeral cup matching (large glenosphere, small cup) not possible -> components were matching. - instability, soft tissue damage, accelerated wear, loosening due to incorrect glenosphere-humeral cup matching (small glenosphere, large cup) not possible -> components were matching. - disassembly of pe-inlay-cup connection due to incorrect pe-inlay-cup assembly => possible, assembly of the cup and stem is assumed to be not done correctly as it is indicated in the surgical technique. - implant disassembly due to too less pressure applied => possible, assembly of the cup and stem is assumed to be not done correctly as it is indicated in the surgical technique. Conclusion summary according the event, patient underwent a revision surgery after 5 years 6 months in-vivo time due to disassociation of the humeral cup from the stem and loosening of the stem. Received x-rays and surgery reports confirm the reported event. X-rays dated may 6, 2013 indicate the osteolytic bone formation visible at the proximal stem, which is a likely result of pe wear. X-rays dated (B)(6) 2015 show the increased gap distance between the humeral cup and humeral stem, which shows that the connection between the cup and the stem is not proper. Final x-rays dated (B)(6) 2018evidences the disassociation of the cup from the stem. In the course of the revision surgery on the (B)(6) 2018, the loosening of the stem is confirmed. In addition, a pronounced metallosis is also described around a firmly fixed glenoid component. Raw material certificate confirms that the device was manufactured according to the material specifications. Review of the device history records for the products did not identify any deviations or anomalies related to the reported event. The most likely reason of the disassociation of the humeral cup from the stem is wrong assembly of the cup and stem. According the surgical technique the assembly should be done using a mounting block by impacting inverse humeral cup onto the humeral implant stem with the aid of the impactor. The review of the implantation report showed that the assembly step is not recorded in the intraoperative procedure. However, it cannot be proved whether this step was done correctly as indicated in the surgical technique or if it was done with appropriate force. The previous placement of the stem instead of correct assembly prevents effective positioning of humeral cup which could result in scapular notching, loosening, polyethylene wear and/or insufficient function. The reasons of metallosis observed during the revision surgery include the movement between the stem and cup, fretting and/or corrosion due to wrong assembly of the stem-cup and the following disassociation of the parts. Furthermore, notching of the liner, over-stressing of joint due to incorrect selection of implants and incorrect orientation of humeral cup in stem would also lead to the loosening and osteolysis. It is not known whether there were other factors influencing the circumstances of the failure event. Since it is unknown to which extent the above mentioned possible causes favored or triggered the failure of the system, a clear root cause cannot be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4). The following reports are associated with this event: 0009613350-2018-00462 .

Event description:
No change to previous reported event.

Manufacturer narrative:
Surgical reports were received and will be reviewed as part of ongoing investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. The following report is associated with this event: 0009613350-2018-00462. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient had a revision surgery approximately five and a half years post implantation due to pain and immobility due to disconnection of components and loosening. Attempts to obtain additional information have been made; however, no more is available.

Event description:
It was now reported that the patient was implanted a total reverse shoulder prosthesis and underwent revision surgery after five and a half years due to pain and immobility.

Manufacturer narrative:
X-rays were received and will be reviewed within investigation. It was mentioned that the explants were lost in the hospital and cannot be returned. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. The following report is associated with this event: 0009613350-2018-00462. Zimmer's reference number of this file is (B)(6).